Manufacturer narrative:
No patients were involved with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the customer's instrument. The fse noted during troubleshooting they found evidence of imprecision with reagent pumps one and two causing the unwashed %cv failures. Fse replaced reagent pipettor one and two pump piston and seal guide set (part number a58783) and pump belt (part number a58782). Fse verified performance of the instrument by performing a passing pipettor matching routine, low volume matching routine and precision run which all passed within specifications. The customer calibrated all assays and the subsequent quality control (qc) was within specifications. In conclusion, cause of the reported qc and pipettor bias was due to a malfunction of the pipettor pump belt and piston and seal guide set. (B)(4).

Event description:
The customer reported obtaining failing quality control (qc) results out of specification for multiple assays and a failing unwashed %cv portion of system check routine involving the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)). There was no report of patient injury or change in patient treatment associated with this event. Qc and calibration data was not supplied for this event. Service was requested by customer. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.